Event description:
The device was applied during an unspecified thoracoscopic procedure. Reportedly, the instrument would not close. The surgeon applied another device. The surgeon has reported no pt injury occurred.